Manufacturer narrative:
Engineering evaluation states: there is no device or images available for evaluation. No root cause was found following an engineering evaluation. No anomalies or non-routine maintenance were identified that could be attributed to the failure seen in this event. Therefore, based off of the evaluation performed, no manufacturing cause could be identified. Engineering evaluation conclusion is inconclusive as it relates to the event description.

Manufacturer narrative:
Corrected d6: the device was not implanted. A date was entered in error for the implant date. Corrected d7: the device was not explanted. A date was entered in error for the explant date.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the devices were not returned, no evaluation of the devices could be performed.

Event description:
On (B)(6) 2019, the patient was being treated for an unknown etiology using gore® viabahn® endoprostheses. It was reported the deployment line broke near the proximal end of the stent. The stent was reportedly approximately 75 percent deployed when the deployment line broke. It is reportedly unknown what caused the deployment to break. The deployment line that remained was reportedly too far down for the physician to grab to complete the deployment. The physician reportedly cut the hub of the catheter. The 6fr cook ansel sheath was exchanged for a 8fr cook ansel sheath. An attempt to retrieve the entire device by withdrawing it through the sheath was unsuccessful as the device would not come back into the sheath. It was reported the physician decided to surgically remove the device. A bypass procedure was also performed. The patient tolerated the procedure.